Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seen because they had increased pain since a car accident. An impedance check showed electrode 0-7 as being greater than 10,000 ohms. The patient was programmed on their other lead. No further complications reported.